Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unk head, unk stem. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner did not fit into a cup. Another liner of same size was easily implanted. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified indentation marks on the articular surface. A gouge was identified on the elevated rim. Gouges and indentations were observed on the bottom side of the scallop. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.